Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the devices jammed. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed. Visual inspections and results: head rotates, ab)yes; nose shroud cracked/broken, ab)no; staples in nose; a)2 b)1, staples in the track; a)13 b)17, trigger engaged with precock; ab) yes. Functional tests & results: cycled istrument; ab) yes. Based upon the inquiry information received, visual examination and functional test, it was concluded that the reported "devices jammed" during surgery occurred due to two twisted staples jammed in the nose of the instrument (a). Two instruments were received. Instrument (a) was received with two twisted staples jammed in the nose. The twisted staples were removed and device was cycled and fired the remaining 12 staples well formed. No conclusion could be reached as to how the staples had become twisted in the nose. Instrument (b) was received with the driver adhered to the track with dried body fluid. The fluids were extricated and the device was cycled and fired the remaining 17 staples well formed. No deformity could be identified with instrument (b).